Event description:
Baxter reported an incident in which the transfer set separated from the dialysis patient¿s titanium adapter during therapy. The patient¿s set was replaced in 2006, and a cell culture was performed. The results was negative; no antibiotic medication was administered. No patient injury or further medical intervention was reported

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.